Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was conscious at home in the kitchen at the time of the event. The response buttons were not pressed during the event. The pt remained ata home following the event and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp following the event and continues to wear the lifevest. Device eval was accomplished through review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor sn (B)(4) / (b)(67) 2007 (reuse) electrode belt sn (B)(4) / (B)(6) 2012 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary if the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA¿s approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.